Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument exhibited a message stating "blade pressure relief notification, reassembly alarm" and "tip cleaning alarm" have all been tried, but errors kept appearing. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade at the base. A piece approximately 2.1mm x 13.0mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additionally, the instrument failed the energy recognition (self-test). The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.